Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's scs stimulation was no longer effective. Reportedly, the patient has 100% stimulation coverage but the stimulation therapy has decreased in intensity. X-ray taken did not show any lead migration. Follow up identified reprogramming of the patient's scs system did not resolve the issue, as the stimulation was still suboptimal. In addition, when the stimulation was adjusted, the patient felt pain. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information obtained identified the patient's scs lead was replaced.